Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. See section d for product information received. Depuy synthes has been informed that the lot number and expiration date are not available.

Event description:
It was reported by the sales rep that the tip on their clearfix meniscal rasp straight 90 broke during cleaning post an acl procedure. There was no patient or case involvement at the time of the incident. The sales rep could not provide a lot number but stated that the device is old. The device is being returned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: MFR site: physical address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visual inspection of the handle and shaft reveal some wear on the device. The laser markings are beginning to show signs of wear as well. Visual inspection of the tip revealed that it had broken off. The broken piece was not returned. Due to the angle of the breakage it appears that excessive force was applied at an angle on the tip. It is stated that the device broke during cleaning, so it is likely the device tip was weakened by applying excessive force at the tip as well as weakening from use and multiple sterilization cycles. The root cause of this issue can be attributed to device misuse. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Product information received. Depuy synthes has been informed that the lot number and expiration date are not available.